Event description:
IV started and connected to blunt cannula needle free access device. Blood returned through entire tubing and out through the blue cap on the end of the device. Device removed and replaced with new device with no issues. Upon inspection of first device, it looked like clear plastic membrane that acts as a stopper was missing so there was no negative pressure to keep blood from backing up through device. FDA safety report ID# (B)(4).